Manufacturer narrative:
Product complaint # (B)(4). The device associated with this report was received for examination. Review of images provided along with visual examination of the returned femoral head denoted a a worn appearance on the part. It was found that occurred a transfer of the titanium cup material onto the surface of the ceramic head. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was submitted to surgical treatment with j&j implants a few years ago, evolving with rupture of the prosthetic material in the postoperative period, presenting intense pain and functional limitation in the right hip.